Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump bolus wizard did not work properly. Customer's blood glucose was 331 mg/dl at the time of incident. Troubleshooting found that the pump bolus does not work on the first button press and that the bolus only works after the bolus is pressed again. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The insulin pump passed functional testing including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No prime or fill anomaly. All operating currents are within specification. The drive support cap was inspected and no anomaly was noted. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked belt clip slot, cracked battery tube threads.